Event description:
It was reported that after approximately 30 hours of intra-aortic balloon (iab) therapy, blood was seen inside the tubing. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code - (B)(6). Additional email address: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # 947673 h3 other text : device not returned.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
Photographs were provided by the facility. The photograph shows the iab with the membrane completely unfolded and blood on the interior and exterior of the catheter tubing and membrane. No decon or visual inspection performed since product was not returned and could not be evaluated. Based on the photographic evidence provided by the facility, the reported failure "leak, blood in tubing" is confirmed. However, since the product was not returned, we were unable to evaluate the device. Therefore, we are unable to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.